Manufacturer narrative:
Device received with partially broken off reservoir tube lip and missing reservoir tube lip o ring. However, device passed displacement test, prime test and excessive no delivery test. Unable to perform occlusion test, basic occlusion test and p-cap or reservoir will not lock in place due to broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer stated the battery compartment was damaged and unable to hold the battery cap. Customer¿s blood glucose level was 17.2 mmol/l at the time of the incident. Customer treated with the insulin pump. The insulin pump will be returned for analysis.